Event description:
I have a resmed airsense 11 that began producing a bad, nasty, stale, odor in the air supply output. I will not use this device in this condition. I will be reporting it to my supplier, (B)(4), today. This smell is toxic smelling and a health issue concern.